Event description:
It was reported that following an angiogram, a 6f angio-seal device was deployed with difficulties. During the deployment, the user dropped the suture and did not maintain proper tension. This likely contributed to the ineffective seal of the angio-seal device, thus requiring manual pressure. The pt returned to pt's room with good distal pulses. Sometime later, the pt lost distal pulses in right leg and was taken to surgery due to an occlusion. The angio-seal device was removed and a vein graft of the artery was performed. The pt is recovering. It should be noted that at the time of this event, the user was in the process of becoming certified and had not achieved certification in proper deployment techniques of the 6f angio-seal device.